Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no related previous repairs. A faulty downstream occlusion (dso) sensor was identified. Additionally, error code 41301 was identified as well. The dso sensor and mainboard were replaced.

Event description:
The customer returned the device for continually displaying downstream occlusion. During device evaluation, a faulty downstream occlusion (dso) sensor and error code 41301 were identified. There was no reported patient involvement.